Event description:
This complaint is to report chemical burns from batteries leaks in a bedwetting alarm. The malem bedwetting alarm we purchased barely a week ago has had a major electrical failure. It was set up properly at night as per all instructions and directions. It was placed on my daughter's underwear with the clip on the outside and the cord running under her shirt. The alarm was secured on her collar so it would be secure through the night and would not come off. My daughter went to sleep at 8:45pm on friday evening. At 11:25pm, barely 2hr and 45 minutes of use, we heard our daughter crying loudly. We are in the adjacent room and we went over quickly and noticed that there was black liquid all over her chest and neck. She was screaming take it off, take it off. We tried pulling the alarm from her collar, but it would not come off. We had to reach the back of alarm unit which was extremely hot. My husband had battery acid all over his fingers. The acid leaking out of the battery compartment spilled over to my daughter's neck and chest as well. Because of this, she suffered minor burns and serious skin irritation. Her neck started swelling within minutes. I noticed that the battery door had deformed from the heat and was completely soaked in battery acid. We took her to the nearby clinic where they treated her. She was also given a shot to help prevent any infection. The next day, the minor burns had turned patchy red and small blister like formations on her neck and chest. We were told to report the incident to the FDA by the clinic. This alarm was used for under 3 hours and has caused serious damage to my daughter's health and mental well being. We are afraid to try any new product around her now.